Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-31932. During the implant procedure for a left ventricular (lv) lead, the coronary sinus (cs) was dissected during cannulation. The dissection was confirmed via echocardiography and no intervention was performed. Although the cs dissection did not produce any patient symptoms, the hospitalization was prolonged. The event was resolved without sequelae. The lv lead was not implanted and a right ventricular lead was implanted instead. There was no allegation of malfunction against any abbott devices.